Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, alternate samples from a different lot were returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Medical records have been requested and have not been received by the manufacturer to date. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation.

Event description:
A peritoneal dialysis nurse reported that patient has been re-using drain lines. Patient was currently fighting a bout of peritonitis. Nurse stated the patient was very depressed and not following procedures. The doctor was thinking of taking him off pd as this was the second bout of peritonitis of this year. Etiology of peritonitis was unknown; however, since they were aware of his drain line re-use and it's possible they are related. Culture was negative. Patient had some internal bowel issues which they assumed are causing his discomfort. Nurse stated she will re-train patient.